Event description:
Predialysis, patient was stable, no sob, talked to pct, face edema severe, periorbital edema severe, at 10:34 am bp 94/60 hr 75. Hd tx started , patient vomiting projectile with fluid, agonal breathing, lost conscious, pulse present, patient was turned to left side. Hd tx paused, fluid was rinsed back to patient by pct, patient was put on oxygen 5l nc. 911 activated, patient stopped breathing and patient was put on the floor to start CPR. Paramedic arrived and continued CPR for 3 mins before rosc. Patient was transferred to (B)(6) hospital. The nursing home staff was informed by (B)(6). Called family, family did not pick up, left message